Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced two (2) power supplies. Repairs were verified per established procedures. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bec) to report smelling smoke and hearing a banging sound from their synchron cx9 alx chemistry analyzer. There was no impact to pt sample results or pt treatment associated with this event. There was no injury to the customer. Medical attention was not sought. It is unk if the facility has a risk management plan in place.